Event description:
Information received with return of the device notes that initial interrogation with a programmer was successful. When connected to the existing lead, there was no inter- action between the lead and the pulse generator. The patient had no underlying rhythm.